Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Customer alleged that at times pump was delivering too much or too little insulin. Customer's blood glucose (bg) was 467 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids. Reportedly, the customer did not remove the pump while receiving ER treatment which resulted in a low bg of 69 mg/dl. Juice and graham crackers were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.